Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/07/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their one touch ultra mini displayed an error 5 message and then the meter would not power on. On (B)(6) 2011 at 9:00 am, the patient attempted to test their blood glucose and obtained an error 5. The patient attempted to retest; however, the meter would not power on. The patient did not take any action after the alleged issue began. Approximately 2 hours later, the patient developed symptoms of feeling shaky, weak, cold and sweaty. The patient then contacted their physician for advice and was advised eat and drink something. The patient then self-treated with food/drink and did not seek any further medical attention. Around noon, the patient had tested on another uitra mini meter and obtained a 153 mg/dl. This is not the first time the product was being used. There was no misuse of the product. The meter did not power on by pressing the power button. The technique of applying blood on the test strip was correct. The test strips were in good condition. The batteries did not need to be replaced and the alleged issue was not resolved via troubleshooting. Products were replaced and requested back. The complaint is being reported since the patient alleged that due to the error 5 message and the meter not powering on, she was unable to test her blood glucose and later developed symptoms suggestive of a serious injury based on lifescan's definition and had to self-treat with food/drink.